Event description:
It was reported that there was haptic damaged during implantation. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. . It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: it was learned that the lens was removed and replaced. The below code now applies: health effect - impact code: 4631. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.